Event description:
Customer reported unregulated flow of humulin. Reported at infusion of humulin, 100ml was started at 01:00 am. At 1:50 am, the user noticed the 100 ml bag was empty. The physician was notified; the pt was monitored and remained alert. The customer reported the pump module and the administration set (B)(4) were evaluated in the biomed department. Stated their internal investigation identified a broken upper platen hinge. Reported they were able to replicate the unregulated flow using the event set and a new (B)(4) set. There was no pt harm reported and no medical intervention was required. Customer stated the user did not provide any additional pt or event details.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.